Event description:
Technician found bed will not brake or steer.

Manufacturer narrative:
Technician found broken casters. Technician replaced brake & steer caster, checked function, bed ok. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.